Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture at max output, loss of sensing, and high pacing impedance. Programming changes were made to change the vector to unipolar. The patient did not have symptoms and was in stable condition.

Event description:
New information received noted that the right ventricular lead had a fracture. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.